Event description:
Reporter alleged the blood glucose device 3rd contact from the right is grayish-black in color. No action's were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.